Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The customer reported having had problems with insulin absorption. The customer reported being told that the cause of the high blood glucose levels might be the long cannula the customer was using for the infusion set of the insulin pump. The customer requested for a shorter cannula for the infusion set to try. The customer was advised to speak to the health care provider regarding the insulin absorption issue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).